Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced poor patch adhesion with a non-tandem infusion set. Infusion set manufacturer and brand were not provided. Reportedly, the customers blood glucose (bg) level was ¿high¿, however, a bg value was not provided. A bolus was delivered and the infusion set was changed to address customer¿s bg level. The customer declined further troubleshooting with tandem technical support.